Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level was 176 mg/dl. He also reported that the alarm was solved by a complete infusion set change. The customer did not want to return the insulin pump for analysis. Nothing further to report.